Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was an unexpected resistance in firing compared to the usual firing. The clip seemed to be fired loosely. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: was the clip formed properly? ---the formed clips looks not formed completely. Did the clip stay in place on the tissue? ---yes. Did the clip fall off the tissue? ---no. Did the clip fall into the patient? ---yes. If so how was the clip retrieved? ---the fallen clip was retrieved by a forceps. Which firing of the device did this event occur on? ---1st firing. What vessel or structure was the device fired on at the time of the event? ---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.